Event description:
It was reported that the patient presented with intractable neck and upper extremity pain secondary to moderate to severe cervical spondylosis, c3-4 and c6-7, with associated severe neuroforaminal stenosis. The patient underwent an acdf c3-4 and c6-7 using peek interbody devices, an anterior cervical plate, and rhbmp-2/acs. The previous fusion was inspected and determined to be solid. There were no noted complications. The postoperative diagnosis was recorded as "posterior disk osteophyte complex, c3-4, c6-7. Severe cervical spondylosis, c6-7, with severe neuroforaminal stenosis, right worse than left. Cervical spondylosis, c3-4, moderate, with bilateral neuroforaminal stenosis."

Manufacturer narrative:
(B)(4). Products from multiple manufacturers were implanted during the procedure. Although, it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010: patient presented with following pre-op diagnoses: intractable neck and upper extremity pain secondary to moderate to severe cervical spondylosis, c3-4, c6-7 with associated severe neuroforaminal stenosis; status post previous in situ anterior cervical fusion, c4-5, c5-6. For which, patient underwent following procedures: microscopic anterior cervical diskectomy, c3-4, with decompression of spinal canal; partial corpectomy, caudal aspect of c3 and the cephalad aspect of c4; microscopic anterior cervical diskectomy, c6-7, with decompression of spinal canal and bilateral foraminotomies; partial corpectomy, caudal aspect of c6, the cephalad aspect of c7, with decompression of spinal canal; anterior arthrodesis, c3-4, using an 8x14x16 mm polyetheretherketone implant; anterior arthrodesis, c6-7 using a 10x14x16 mm implant; rhbmp-2 bone morphogenic protein augmentation infusion, c3-4, c6-7, using 1/3 sponge rhbmp-2 bone morphogenic protein, autograft from the same incision; anterior cervical plate using the swift plus 15 mm plate with 1 mm offset at c3-4 and c6-7 with 16 mm fixed angle screws; baseline electromyogram; motor evoked potential, upper and lower extremity; continuous intraoperative electromyogram monitoring for 5 hours; recurrent laryngeal nerve monitoring; inspection of fusion mass, previous c4-5 and c5-6 fusion. Per op notes, after adequate decompression, a 10x14x12 mm peek implant with 1/3 sponge rhbmp-2 and autograft from the same incision was placed countersinking it 1mm at c6-7. Surgeon also placed an 8x14x16 mm peek implant in, with 1/3 sponge rhbmp-2 and autograft from the same incision. Patient tolerated the procedure well without any intraoperative complications. Later, patient had following post-op diagnoses: posterior disk osteophyte complex, c3-4, c6-7; severe cervical spondylosis, c6-7, with severe neuroforaminal stenosis right worse than left; cervical spondylosis, c3-4 moderate, with bilateral neuroforaminal stenosis; status post previous in situ anterior cervical fusion, c4-5, c5-6.

Manufacturer narrative:
A review of multiple CT scan images (B)(6)-2008 showed multilevel lateral mass arthrosis with foraminal stenosis. Central canal reasonably well maintained. Follow up CT scan cervical (B)(6)-2010 after follow up fusion c3-c7 (intact fusion c4-c6) shows interbody spacer/graft c4-c6 with anterior plates and peek spacers well positioned at c3/4 and c6/7. No central stenosis of consequence. X-ray (B)(6)-2010 shows solid arthrodesis c3-7 with plates and spacers at c3/4 and c6/7.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6), 2010, the patient underwent posterior cervical fusion of the c2-c7. After awakening to significant pain, neck swelling, difficulty breathing, an inability to swallow, and lung aspiration, he became fearful and was provided with breathing-assistance apparatuses. The patient later returned home, but his pain and difficulties breathing and swallowing did not subside. The patient now suffers from severe injuries and damages, including but not limited to foraminal stenosis, facet hypertrophy, difficulty swallowing, dysphagia, chronic pain syndrome, left occipital neuralgia, lumbar spondylolysis, lumbar arachnoiditis with radiculopathy, cord compression, dysthymia, depression, headaches, incapacitating pain, suicidal thoughts, anxiety, narcotic dependence from prescribed painkillers, other emotional distress and mental anguish, and suboccipital, lumbosacral, cervical, and shoulder myofascial syndromes.

Event description:
It was reported that the patient was diagnosed with cervical spondylosis. The patient presented with complaints of neck and arm pain (70% neck, 30% arm), the pain being worse on the left side than the right. Patient also reported pain in his lower extremities, and cervico-occipital headaches. Physician's notes indicate that the patient has some weakness to grip, but motor, sensory, and deep tendon reflexes are normal. CT myelogram was reviewed. Physician diagnosed intractable neck and upper extremity pain secondary to cervical spondylosis at c3-4 and c6-7 with left anterior cord compression and bilateral neuroforaminal stenosis. The patient had a previous acdf at c4-c6, with residual osteophytosis and subsequent neuroforaminal stenosis. Lower back pain with lower extremity weakness with unknown etiology. Surgeon discussed the option of having surgery to address the neck and arm pain. An acdf at c3-4 and c6-7 was planned. Surgeon noted that the fusion is solid at c4-6, and there is some encroachment on the spinal canal, but not enough to warrant revision at these levels. The patient underwent an adcf of the c3-c4 and c6-c7 discs using rhbmp-2/acs, interbody devices and anterior plates. Reportedly, the patient has never recovered from his surgery and continues to have daily severe disabling difficulty in speaking and swallowing. He also continues to have extreme and disabling pain in his neck, which has resulted in a permanent inability to work.